Manufacturer narrative:
The field service engineer (fse) replaced the electrodes, the lamp, and the cuvettes. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for multiple patient samples on a cobas 6000 c501 module. The customer provided an example of discrepant results for 1 patient sample. The customer repeat the patient sample because the initial result did not match the patient's previous results. The initial result was 158 mmol/l. The repeat result was 145 mmol/l. No questionable results were reported outside of the laboratory.